Event description:
Info received that the right side intermediate siderail could not latch. No injury alleged.

Manufacturer narrative:
Technician found that the right side intermediate siderail could not latch. Latch required lubrication to resolve this issue. Bed located in ICU.